Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for scheduled post implant check. It was noted that the right atrial lead was dislodged. The patient was asymptomatic. The lead was successfully repositioned on (B)(6) 2016. The patient was asymptomatic prior, during and post procedure.